Manufacturer narrative:
The service repair technician (srt) re-seated a/d printed circuit board (pcb) and computer printed circuit board (pcb) in the main card cage. The srt then re-initiated start-up routine, and the symptom did not repeat. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to MDR # 1828100-2013-00734.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a malfunction. The display blanked and stayed blank after the start-up routine. It should have continued to display. There was no pt involvement.